Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during mapping, the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported that when the medical team attempted to connect the catheter to the eco cable, the connection was very loose and did not click in. After inspection of the catheter, it was discovered that the piece of the connector that holds the connection in place was bent. The medical team replaced the catheter and the procedure continued. Then, a pericardial effusion and a suspected perforation occurred during the procedure. Patient complained of jaw pain during the procedure; however, the ablation had not been performed yet and they were mapping with the ablation catheter. The procedure reported that the procedure was aborted and pericardiocentesis was performed. Patient was in stable condition. The bwi products inside the patient when they noticed the pericardial effusion were an ablation catheter and an ice (intracardiac echocardiography) catheter. Physician's opinion on the cause of this adverse event was the procedure. Patient has fully recovered. The patient was kept overnight for observation. No transeptal access was performed. No cardiac surgery was required. This event is being reported and coded to reflect the cardiac tamponade and prolonged hospitalization only. Cardiac perforation is not being coded as it was only suspected and never confirmed.

Manufacturer narrative:
On 20-jan-2024, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).